Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: burr device. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the nose cone not able to hold the burr device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed for visual assessment. It was further determined that the craniotome leg was drilled into and the bearing was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the nose cone of the craniotome device would not hold the burr device. During service and evaluation, it was observed that the craniotome leg was drilled into. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.